Event description:
It was reported that the patient presented in clinic. The patient was experiencing atrial fibrillation with rapid ventricular response. Device interrogation revealed that the right ventricular lead had increased pacing impedance and increased capture thresholds. The patient was stable and would be monitored.

Event description:
New information noted that the right ventricular lead was capped and replaced on january 11, 2022. The patient was stable post procedure.